Manufacturer narrative:
A product sample was received for evaluation. Testing could not be completed due to air in line alarm displaying. Air detector was replaced. The root cause was due to a faulty air detector. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device alarms air in line detected. No patient injury was reported.